Event description:
Pt developed an infection. Revision surgery is planned to exchange to poly inserts.

Manufacturer narrative:
Patient developed an infection. Revision surgery is planned to exchange the ply inserts. Review of the device history records indicates that the device was manufactured to specification. All sterilization requirements were met.